Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Donor unit#: (B)(4). The disposable is unavailable for eval because the customer discarded the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The analysis of the run data file did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. While the trima accel system is typically robust against numerous draw pressure alerts, it is possible that the high number of alerts that occurred during a relatively brief period of time, disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this product. It is also possible that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Based on the available data, it also cannot be ruled out that this leukoreduction failure is donor related. Investigation eval and corrective actions are in progress. A follow-up report will be provided.